Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4110. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. The witness marks from final tightening do not have the classic hourglass shape. Instead, there was more anodize removed on one side than the other, which could indicate the closure top was not fully seated against the full length of the rod when final tightened because the rod was not fully reduced against the bottom surface of the pedicle screw's saddle. Additionally, x-ray images were provided which show the closure top has migrated out of its screw. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not fully seating the closure top against the rod. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. At a post-op follow up, the patient presented with increasing back and new leg pain, as well as forward flexion. Studies showed that one closure top at l2 migrated out of its mating screw, allowing the cage to migrate posteriorly. During the revision, the cage was repositioned and the bilateral screws, closure tops, and rods were removed and replaced at l2. This is report two of three for this event.

Manufacturer narrative:
D10: 1x 701m6545, 2x 07.02015.013, 2x 07.02035.001, 1x 07.02010.001. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3012447612-2024-00238 through 3012447612-2024-00240.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. At a post-op follow up, the patient presented with increasing back and new leg pain, as well as forward flexion. Studies showed that one closure top at l2 migrated out of its mating screw, allowing the cage to migrate posteriorly. During the revision, the cage was repositioned and the bilateral screws, closure tops, and rods were removed and replaced at l2. This is report two of three for this event.